Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . Device manufacture date: unknown . No samples were received for the investigation. The feedback provided by the customer indicates leakage was detected when using the smartsite component. No further information was available to assist the investigation in this instance; however the customer confirmed that there was a misunderstanding when responding and no event actually occurred.

Event description:
It was reported that 3 unspecified bd smartsite¿ needle-free connectors experienced leakage. The following information was provided by the initial reporter: clinician experienced leakage of fluids (not contrast media and not during power injection) 3 times.